Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet dosing stopped for approximately 14 hours when the dexcom g7 continuous glucose monitor (cgm) lost signal and the user did not replace insulin after running out, after which dosing was resumed with a reported blood glucose of 325 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the device component was not applicable; the event was associated with improper or incorrect procedure or method related to failure to maintain insulin supply and cgm signal continuity. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.